Manufacturer narrative:
The device was returned and the investigation is in progress. Follow-up medwatch form will be submitted when investigation in complete.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio2 inr: 3.6; laboratory inr: >10. The time between testing was one (1) hour. Therapeutic range was not provided for the pt. Reportedly, the pt was hospitalized on (B)(6) 2013 after displaying excessive bruising. There was no additional information provided on the hospitalization or if the pt received any treatment.